Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that drawer was unable to open, and they tried rebooting the station but the issue persisted. The customer stated that the user was able to remove the medication and there was a one-hour delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to oxidation issue. A field service engineer removed the oxidation to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.